Event description:
The reporter stated that there was no 35 vdc present on the pneumatics screen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.